Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. Results measured with the regular application of the assay (tnths) did not compare to results obtained with the stat application of the assay (tnthsst). No incorrect results were reported outside of the laboratory. The primary tube of the sample was measured with tnths, resulting in a value of 10.8 ng/l. Aliquots of the sample placed in microcups were then measured twice with tnths, resulting in values of 11.7 ng/l and 11.5 ng/l. The primary tube of the sample was measured with tnthsst, resulting in a value of 16.7 ng/l. Aliquots of the sample placed in microcups were then measured twice with tnthsst, resulting in values of 17.1 ng/l and 17.1 ng/l. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
As the sample showed a stable result within each troponin t application, an instrument related root cause can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.